Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician experienced difficulty when attempting to advance the 4.00x12mm liberte bare stent to the lesion. The physician decided to withdraw the stent and noticed that the distal part of the stent was damaged and that "the steel wires had lost the closed cell shape and were loose." The procedure was successfully completed with another of the same device and no patient complications were reported. Further information has been requested, but has not been received.